Manufacturer narrative:
"The mid rca stent was widely patent. There is a small area of focal pseudo-aneurysm inside the stent. Again, no staining of the myocardium is noted". "The pda stent is widely patent, several areas of small pseudoaneurysm inside the stent as well". Two interventional cardiologists reviewed the films to evaluate the patient's unusual anatomy and presumed reaction, either to the cypher stent or the drug on the stents, resulting in non-leaking pseudoaneurysms inside the stent themselves. The decision was made by the three cardiologists that there should be no further intervention "as there does not appear to be flow-limiting stenosis and there does not appear to be any restenosis." The patient was discharged in stable condition the same evening of the second catheterization. No other new symptoms have been reported. The following are lesion characteristics prior to the index procedure. The proximal lad lesion had 80% stenosis proximal to the take-off of the 1st diagonal and distal to the take-off of the 1st septal. The mid rca was totally occluded proximally. There is a very "funny" angulation and tortuosity at the proximal rca. This is clearly the infarct vessel. There was no description transcribed for the pda. The mid rca was predilated with a 2.5 x 12 mm sprinter at 8 atm's. Subsequently, an angio-jet device was used to perform rheolytic thrombectomy, followed by stenting with a 3.5 x 23mm cypher stent at 14 atm. The mid rca stent was post dilated with a 5.0 x 20 mm quantum maverick balloon at 12 atm's. The 95% critical stenosis on the pda was pre-dilated with a 2.5 x 8mm voyager balloon and was predilated up to 8 atm's, followed by placement of the cypher stent. This lesion was post-dilated up to 12 atm. The proximal lad lesion was not predilated, the cypher stent was deployed at 14 atm. The pda stent was not post dilated with a separate balloon, the cypher stent was deployed at 14 atm. Post procedure percentage of stenosis recorded pre-procedure medications include sublingual nitroglycerin, heparin 5000 unit IV bolus and drip at 32cc per hour, zofran 4 mg IV, morphine sulfate 4 mg IV and nitroglycerin drip. Intra-procedure medications include angiomax 13.5ml bolus and drip at 32cc per hour, aspirin 324 mg po, integrilin 15.8 ml bolus and drip at 14cc per hour. Versed 10 mg IV total, fentanyl 150 mcg IV total, plavix 600mg po, maalox 30 ml po, and zofran 8 mg IV. Post-procedure medications include nicotine patches, plavix 75 mg daily, aspirin 325 mg daily, atenolol 25 mg daily, zestril 5 mg daily and zocor 40 mg daily. The product is not available for evaluation and testing. Please note that this is one of three products implanted in the same patient and reported under manufacturing report numbers: 3003742446-2007-00348, 3003742446-2007-00349 and 3003742446-2007-00350. Additional information will be submitted within 30 days from receipt.

Event description:
The report we received from the field indicated that, the patient experienced a myocardial infarction and had a 3.5 x 13mm cypher stent placed proximal in the left anterior descending artery (lad), a 3.5 x 23 mm cypher was placed in the mid right coronary artery (rca) and a third cypher 3.00 x 13 mm in the posterior descending artery. About six months after the procedure, the patient began having complete exhaustion and fatigue, unintentional weight loss and abdominal pain. A month later, the patient developed dyspnea, fatigue and chest pain. The patient was monitored by his cardiologist with no change in his medications, and continued to have chest pain and dyspnea up until the time of the second catheterization about a month later. The cardiologist reported after the second catheterization that "there was extravasion of contrast dye around the stent and confined to the length of the stent of the proximal lad. Contrast was seen to flow freely into and out of these multiple areas, with no evidence of staining of the myocardium with the injection".